Event description:
The customer contact reported a leak. The pt was admitted to the emergency department with a diagnosis of chest pain. At an unspecified time, the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, the pt went into cardiac arrest. The customer contact reported that during the resuscitation, the IV delivery was started with reported hand pump rapid infusion lines. No specific details were provided. At this time, it was reported that the male adapter of an unspecified prefilled glass syringe was connected to the distal clave y-site of the tubing set to deliver adrenaline 1:10,000/10ml, via IV push. It was reported that the glass syringe was not easily connected to the clave y-site and required force. After the medication was delivered, the syringe was disconnected from the clave y-site. At this time, an unspecified volume of solution leaked from the port of the clave y-site. The customer contact reported that the clave port was port bent and damaged. No specific details were provided. It was reported that the male adapter of an unspecified reflux valve was then connected to the clave y-site to prevent any further leakage. The tubing set was replaced and the therapy was resumed. The customer contact reported a delay of critical therapy; however, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.